Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/perforation of the essure device") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (B)(6)2012, (B)(6)2014)), bacterial vaginosis, weight loss, abdominal pain, vulvitis, cyst, irregular menstrual cycle, hirsutism, vulvovaginal pain, vulval lesion, vulvovaginitis, sciatica, bleeding breakthrough, urinary urgency, urinary frequency, bacterial vaginosis, anxiety, depression, polycystic ovarian syndrome and dyspnea. *(B)(6)2016:pelvic ultrasound was done due to pelvic pain. (B)(6)2016:left fallopian tube,with essure coil(salpingectomy),fallopian tube with tubal implant and peritubal histiocytic foreign body showed received in formalin are two disrupted, convoluted and fimbriated segments of fallopian tube measuring 2,0 x 0,6 x oa cm and 6.5 x 0.3 x 0.5 em. The serosal surfaces are pale, smooth to shaggy and tan. The smaller mass soft, pale yellow, grossly fatty paratubal tissue, the larger contains a white metal coil within the central stellate lumen, the mucosa is velvety and tan. Representative sections, including each portion of tissue, are submitted in two cassettes, the smaller portion qf tissue in entirety. 1-longitudinally bisected fimbriated ends, four pieces 2- cross secbonsi four pieces. On (B)(6)2015, she undergo an essure confirmation test via transvaginal ultrasound. Patient denies dizziness or lightheadedness. She denies nausea, vomiting, fever, chills, chest pain, or shortness of breath. Previously administered products included for birth control: seasonique. Concurrent conditions included cervicitis, general anaesthesia, depression, anxiety, degenerative disc disease, vaginal bleeding, fatigue, dysuria, vaginal itching, vaginal odor, asthma, post-traumatic stress disorder, sore throat, nasal congestion and cough. The patient also had a family history of vaginal odor. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) for birth control as well as ketorolac tromethamine (toradol). On(B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced device expulsion ("expulsion of essure device/ migration of the essure device- location of device: struck in tampon"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia ("dyspareunia"). In 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain lower ("severe cramping"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: acute vaginitis") and anxiety ("anxiety"). The patient was treated with lorazepam (lopez) and surgery (hysteroscopy, laparoscopic left salpingectomy with removal of essure within tube and back surgery). At the time of the report, the fallopian tube perforation, dyspareunia, back pain, abdominal pain lower and anxiety outcome was unknown and the device expulsion, vaginal infection and vaginal discharge had not resolved. The reporter considered abdominal pain lower, anxiety, back pain, device expulsion, dyspareunia, fallopian tube perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: one fell out and the other was secure.she had an essure placed about a year ago and immediately had the right essure self-expel.14 coils were noted on the l side and 1 coil on the r. According to medical record: the left tube was examined and no essure coil was noted to be protruding from the tube, a left salpingectomy was performed with the use of the ligasure device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2015: results: expulsion of essure device. X-ray - on (B)(6)2015: impression: absent right essure device with right tubal patency. Left fallopian tube occluded by essure coil. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records:vaginal discharge, pelvic pain, dyspareunia, vaginal infection, back pain. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received: lawyer was added. Patient's address was updated. Event - anxiety was added. Treatment drug was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/perforation of the essure device") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2 (((B)(6) 2012, (B)(6) 2014)). Concurrent conditions included cervicitis and general anaesthesia. Concomitant products included eugynon (seasonique) for birth control as well as ketorolac tromethamine (toradol). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion ("expulsion of essure device") and dyspareunia ("dyspareunia"). In 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain lower ("severe cramping") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: acute vaginitis"). The patient was treated with surgery (hysteroscopy, laparoscopic left salpingectomy with removal of essure within tube) and surgery (back surgery). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dyspareunia, back pain and abdominal pain lower outcome was unknown and the device expulsion, vaginal infection and vaginal discharge had not resolved. The reporter considered abdominal pain lower, back pain, device expulsion, dyspareunia, fallopian tube perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: one fell out and the other was secure. She had an essure placed about a year ago and immediately had the right essure self-expel. 14 coils were noted on the l side and 1 coil on the r. According to medical record: the left tube was examined and no essure coil was noted to be protruding from the tube, a left salpingectomy was performed with the use of the ligasure device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: expulsion of essure device (B)(6) 2016:pelvic ultrasound was done due to pelvic pain. (B)(6) 2016:left fallopian tube,with essure coil(salpingectomy),fallopian tube with tubal implant and peritubal histiocytic foreign body showed received in formalin are two disrupted, convoluted and fimbriated segments of fallopian tube measuring 2,0 x 0,6 x oa cm and 6.5 x 0.3 x 0.5 em. The serosal surfaces are pale, smooth to shaggy and tan. The smaller mass soft, pale yellow, grossly fatty paratubal tissue, the larger contains a white metal coil within the central stellate lumen, the mucosa is velvety and tan. Representative sections, including each portion of tissue, are submitted in two cassettes, the smaller portion qf tissue in entirety. 1-longitudinally bisected fimbriated ends, four pieces 2- cross secbonsi four pieces. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records:vaginal discharge, pelvic pain . Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records received. . Events added per pfs: migration of essure device:location of device:stuck to tampon, expulsion of essure device, infection (bladder/ urinary tract/vaginal) type:acute vaginitis, vaginal discharge,pain. Date of removal of essure added. Concomitant diseases,concomitant drugs, historical condition, lab test added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced back pain ("back pain"), pelvic pain ("chronic pelvic pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2016, underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the perforation, dyspareunia, back pain, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, pelvic pain and perforation to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.